Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, stent damage was noted. In 2005 while removing the 3.0 x 20 mm taxus express 2 drug eluting stent from the packaging, the stent was found to be damaged. The procedure was completed using another of the same device. There were no patient complications.